Event description:
Add'l info rec'd from MFR 06/18/03: upon review, emerson has determined that the reported malfunction was not a reportable event. Nevertheless and based upon emerson's deep concern for the quality and safety of its products as well as customer satisfaction, erc has initiated a market withdrawal of the toothbrushes for disposition by re-export to the foreign MFR for technical evaluation and correction. Emerson radio is not introducing in the u.s. Marketplace any further units of the toothbrush until testing reports show that the problem has been resolved.

Event description:
Complainant was preparing to use a rechargeable toothbrush in family member's mouth to brush their teeth when the toothbrush exploded causing burns to caller's hands and stomach. The burn and bruise on caller's stomach was approx the size of an orange. It was used on one day after purchase without incident. Then when used the next day upon turning on the toothbrush it exploded. Complainant did not pursue medical attention with personal physician nor at a hospital.